Event description:
The customer's blood glucose was unknown. It was reported that the customer received a button error alarm on the insulin pump. The customer attempted to clear the alarm but was unable to do so. The up arrow button on the insulin pump was not responding as well. The issue persisted even after a battery change. The customer stated that they did not press any button for three minutes or longer. The customer discontinued use of the insulin pump and reverted to manual injections until the replacement insulin pump arrived. Advised that a replacement insulin pump would be sent. Nothing further reported.

Manufacturer narrative:
The pump was received with no down arrow button response due to corroded keypad traces. No button error alarms were noted during testing. Unable to perform the displacement test due to no button response. The pump was received with minor scratches on the lcd window and a scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.